Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.

Manufacturer narrative:
Event date: (B)(6) 2013.